Event description:
It was reported prior to an ultrasound guided biopsy procedure, there was a piece of plastic was allegedly attached to the needle. It was further reported that the probe cover was allegedly damaged. There was no patient contact.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the encor product is adroit medical equipment. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one encor probe complete vacuum assembly and additional components: syringe adapter received for evaluation. Upon visual evaluation the probe was received with protective tubing. The probe appeared to be clean. The probe gears appeared to be clean. It was observed that the aperture was received partially open. A sticky note was returned with the probe. The note states 'korea, pr# (B)(4) > plastic look alike particles'. The note and particles were viewed via microscopic inspection and appeared to be consistent with the material of the protective tubing. The probe and protective tubing were then viewed via microscopic inspection. The protective tubing was inspected, and no cracks were noted. The anomaly was noted to be the needle protector gate remanent area. Skiving was noted to the inner portion of the distal half of the needle protector. Material residue from the needle protector was found on the tip of the needle and within the probe aperture. No other anomalies noted. Functional testing not required due to the nature of the reported event. Therefore, the investigation is confirmed for the reported device contamination with chemical or other material issue as the material residue from the needle protector was found on the tip of the needle. However, the investigation is unconfirmed for the reported device damaged prior to use as the needle protector was not damaged (e.g., broken or cracked). A visual anomaly was noted to the needle protector, the gate remnant area is visible on the outer side of the needle protector however the component is intact, and no cracks or breaks were noted. A definitive root cause for the reported device contamination with chemical or other material issue was determined to be manufacturing related. However, a definitive root cause for the reported device damaged prior to use could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for the encor product is adroit medical equipment. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound-guided biopsy procedure, there was a piece of plastic was allegedly attached to the needle. It was further reported that the probe cover was allegedly damaged. There was no patient contact.